Manufacturer narrative:
As per subsidiary no product will be returned for evaluation as the user facility is still using the machine. Diligence for any further information was unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the subsidiary contact, when unplugged from alternating current (a/c) power, zero minutes were displayed on the central control monitor (ccm) battery icon. There was no time lag between the time it was unplugged and shutdown. The battery icon on the ccm was green. The power light emitting diode (led) on the front panel of the aps1, was green. No warning noted before the system shut down. The unit was running on battery for 50 minutes before the issue. The users fully charge your battery at least once a month. Batteries are charged on a/c whenever the device is used for surgery.

Manufacturer narrative:
(B)(4). As per subsidiary, they are having problems with the power manager board. The power manager board of the system 1 was replaced last november 2013 and became defective on (B)(6) 2016.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system 1 is not switching over to battery when ac main supply is switching off. It was found out that the power manager board was defective. Machine was put on back-up power supply. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.